Event description:
The customer reported that there was an iris pot error at boot up. Also, the unit would not take an image while the patient was on the table. Also, the screen intermittently turns dark and then comes back to its normal color. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep inspected the system and talked to the customer - unit is giving iris collimator error upon boot up. The system will not collimate using the iris mode, but will show outline of mask when button is pushed. The shutter mode will not mask, but will collimate when button is pushed. The rep determined to have broken wires in the high voltage cable replaced. He replaced the high voltage cable and noticed that the tube was leaking oil. He was able to obtain one from another engineer. He replaced the tube head. The system is operating as intended.